Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received a defective foley. The balloon would not inflate correctly. This called the patient to bleed, and her doctor has asked that she use item 6011758. Sales order # (B)(6). Patient wants to replace/ exchange item # 570166l18. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported.